Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that the end cap was falling. The customer's mother also reported that they had to tape the end cap. The customer's mother reported that they were thinking if the damage on the insulin pump was affecting the blood glucose. The customer's blood glucose was 360 mg/dl at the time of incident. The customer's mother stated that they were treating the blood glucose with the insulin pump. The customer's mother also mentioned that the plunger on the insulin pump was falling out. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.